Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. The device delivered anti-tachycardia pacing (atp) which accelerated the arrhythmia into the ventricular fibrillation (vf) zone and a 41j shock converted the episode. No additional adverse patient effects were reported. This device remains in service.